Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a tavr procedure, the sheath split during. A new sheath was opened and used for the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There was no lot number provided, the documents revisions effective at the time of the complaint occurrence (B)(6) 2018 were referenced in the manufacturing mitigations. The inspections and tests described below are representative of the processes that the sheath would have undergone during manufacturing. During manufacturing, the esheath shaft component is 100% inspected per procedure. During manufacturing, the esheath tip was 100% inspected per procedure and visually inspect the tip and reject for tears. During the final inspection, the esheath component was 100% inspected per procedure during esheath assembly. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. A device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the complaint history from january 2018 to december 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There was no imagery and no complaint device were provided by the site, the complaint for ¿sheath distal tip - split¿ was unable to be confirmed. Since the device was not returned, engineering was unable to perform any visual, function, or dimensional testing. Therefore, the presence of manufacturing nonconformance could not be determined. Review of complaint history provided no indication that a manufacturing non-conformance would have contributed to the reported event. Furthermore, a review of manufacturing mitigation's supports that it is unlikely that a manufacturing non-conformance was the source of the complaint. The sheath is 200% inspected for distal tip damage during the manufacturing process. Per device prep manual, the device is to be inspected for damages during removal from packaging and the tip is to be re-inspected for premature expansion prior to insertion into patient. Therefore, it is unlikely that the sheath distal tip was expanded or damaged prior to insertion into the patient. Per report, ¿the sheath split during the procedure¿. Although the patient access vessel calcification and tortuosity were not provided, past complaints have shown that the sheath distal tip split may have been caused by it contacting the calcification, and may have been exacerbated by the tortuosity that the sheath shaft had to go through during insertion or withdrawal. Therefore, the complaint for ¿sheath distal tip ¿ split¿ can be attributed to patient factors (calcification and tortuosity). The complaint for was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. In this case, it is possible that patient factors (calcification and tortuosity) contributed to the reported event. However, a definite root cause was unable to be determined at this time. No labeling or IFU/training inadequacies have been identified and review of the complaint history for december 2018 revealed that the occurrence rate did not exceed the control limit for the applicable trend category. Therefore, no corrective or preventive actions are required at this time.